Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and two occlusion alarms were found therefore the reported event is not confirmed. The reported device was returned to brézins for investigation. Several tests such as pressure accuracy - occlusion alarm accuracy- accuracy flow rate measurement : were performed. All results were compliant with IFU values specifications. No functional or technical issue could be detected upon device investigation and as confirmed in the log, the device triggered two occlusion alarms therefore the user was alerted. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: there was an extravasation in the peripheral line during the administration of serum therapy and magnesium sulfate and the sato2 alarm of the pump did not go off. The therapy started 15 minutes ago, since the alarm was not activated, the pumps continued perfusing. Consequence: the incident has caused harm to the patient. The patient suffered pain, induration, swelling of the hand and the forearm, as well as cyanosis and bleach the fingers out. Reporting due to the referenced issue; no further information regarding the patients status was communicated. More information is needed to complete the investigation.